Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected bolus stopped alarm or pump error 130 alarm noted. The motor was tested outside of the device and passed. Device received with missing display window cover, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected bolus stopped alarm or pump error 130 alarm noted. The motor was tested outside of the device and passed. Device received with missing display window cover, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. The customer blood glucose level was 28 mmol/l. Customer stated during the troubleshooting insulin pump passed self-test, high pressure test and also displacement verification test but now customer was getting pump error alarm again. Customer stated they did not trust insulin pump anymore because every time she has pump error alarm and they rewind and insulin delivery was stopped. Customer also stated that the insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because the insulin pump was keep getting the pump error alarm. Customer was treated with insulin per as well as in the hospital on (B)(6) 2019. The device will be returned for analysis.